Manufacturer narrative:
The customer did not accept proposal for repair. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was shutting down automatically. There is no report of patient involvement.